Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issues. The cause of the reported issue could not be determined. The device's ECG connector was replaced as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6) .

Event description:
The customer contacted stryker to report that their device would not deliver shock. The device was also not recognizing the therapy electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.